Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, because of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net. Upon review of the transmission, the implantable cardiac monitor exhibited undersensing. The device was reprogrammed and resumed normal function.